Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospital admission while using the ilet. Engineering log review showed repeated libre 3+ sensor errors and a period of sensor unavailability beginning on 23-dec-2025, and a factory reset present in the logs. The ilet issued low-glucose alerts and reduced/stopped insulin delivery appropriately in response to cgm glucose values; no motor errors or device malfunction alerts were identified. The device volume had been set to off, which may have reduced the user¿s ability to hear alarms. Device data confirm brief periods of low cgm glucose and multiple cgm error events during the reported timeframe. Based on available information, a single root cause could not be established ¿ the event may have been influenced by cgm sensor errors, clinical factors, or other non-device causes. If additional information becomes available, a supplemental MDR will be submitted. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Manufacturer narrative:
The manufacturer became aware on 30-dec-2025 that the user experienced a hypoglycemic event on 23-dec-2025 that required emergency medical services intervention and hospitalization. According to the information provided, the user experienced a rapid decline in blood glucose while at work, became disoriented, lost consciousness, and was treated in the emergency setting before being admitted for further monitoring and management. The user was discharged on (B)(6) 2025 and did not resume use of the ilet following discharge. An investigation was performed, including review of available device data and user-reported information. The review confirmed hypoglycemia on the reported event date. No device malfunction alerts, hardware failures, or software anomalies were identified in the available data. Limited information was available regarding user interaction with alerts, and the user reported not recalling hearing low glucose alarms at the time of the event. Based on the available information, no device malfunction was confirmed, and the cause of the event remains undetermined due to limited recall and incomplete contextual data. If additional information becomes available or the device is returned for evaluation, a supplemental MDR will be submitted as appropriate. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On 30-dec-2025, the user reported that on 23-dec-2025 they experienced hypoglycemia with a blood glucose of 53 mg/dl. The user was unable to treat the low blood glucose without assistance from a caregiver, and emergency treatment was provided. The user was treated by ems, hospitalized, and discharged on (B)(6) 2025.